Manufacturer narrative:
The event was confirmed. No material or manufacturing defects were observed on the device features examined. Visual inspection: the handle is cracked, confirming the reported event. The strike plate was not returned. Dimensional inspection: inspection not performed as he handle is damaged. Based on the device identification the complaint databases were reviewed from the date of manufacture to present for similar reported events regarding crack/fracture. Lot ID there have been no other events for the lot referenced.

Event description:
It was reported, "during a case we were doing a restoration modular. When we went to use the inserter for the cone body the strike plate had been missing and the dr (B)(6) had to hit the inserter with no handle and cracked the tan handle."

Event description:
It was reported, "during a case, we were doing a restoration modular. When we went to use the inserter for the cone body, the strike plate had been missing and the dr (B)(6) had to hit the inserter with no handle and cracked the tan handle."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device not returned to manufacturer.